Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and was found to have a broken conductor wire at the distal end. The instrument was found to have the conductor wire broken. The wire insulation was not damaged but the wires were exposed. Electrical continuity and energy delivery tests could not be performed due to the damaged power cord. Additional observation not reported by site: the instrument could not be tested on the in-house system. Visual inspection found the part to be damaged. The instrument was returned with the power cord cut off. The part cannot be tested due to damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported that during the sealing process, the vessel sealer instrument stopped working. When the customer removed the instrument out they observed the black wire was broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no problems noted during the inspection and looked normal. The issue occurred while sealing tissue. A black broken cable was identified to be fully broken while in use. Loss of cautery was associated with the breakage which caused the instrument not to work. No signs of thermal damage were noted at the site of the breakage. The instrument did not collide with any other instruments or tools during the procedure. No fragments fell into the patient due to the breakage. No photos or videos available for review.

Manufacturer narrative:
The patient gender = female has been provided.

Event description:
Refer to h11 for follow-up information.